Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Transmission showed capacitor charge time limit reached. No therapies preceded the message to cause the message. On (B)(6) 2017 the implantable cardioverter defibrillator was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.